Event description:
A patient reported their ot ultra meter was not saving the time setting in the memory. States that the meter was set last night and already 7 minutes off. The problem occurred previously and was 2 hours off over a period of a couple of months. Unable to resolve issue with troubleshooting. The meter has been replaced. A patient also reported blood glucose results of 171 and 110 with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than 20% and/or less than 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.